Event description:
The customer reported a system lockup during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injury to the pt.

Manufacturer narrative:
The svc rep loaded the software and restrapped primary and secondary transformer according to specifications. He loaded configuration files and reseated connectors and generator.